Manufacturer narrative:
H.6. Investigation: this investigation will be closed without further investigation since the material number and lot number are unknown. At this time, bd does not have enough information to further investigate this issue. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that an unspecified bd tube gave erroneous results. The following information was provided by the initial reporter: "it is reported in beckman coulter study erroneous results were reported. Patient 3, new reagent and post calibration, repeat results: 846.56 14 of 25 verbiage received, - "attached, you will find a competed pir form for a complaint from beckman coulter regarding pst and sst tubes. Also attached is the accompanying beckman customer data and the ifus for the assays listed in the complaint." "

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary a complaint history was performed on the possible lot # 9344006 and this was one of 2 complaints received for erroneous results on the suspected lot number. Neither complaint has been confirmed. As with any immunoassay, validations must be done to satisfy the institution/regulatory requirements. It is not at all unusual to develop cut offs for particular tube types within the same vendor¿s product. But it is customary (especially with immunoassays) to have a specimen requirement in terms of acceptable specimen or tube types. We obviously cannot speak to anyone¿s product but our own. It is not at all unusual for instrument manufacturers to facilitate assay validations and the potential interferences therein. Infectious disease assays are subject to particular signal to cutoff ratios depending on specimen quality, clinical condition of the patient and preanalytical conditions. Certain assays are excluded from our protocols, therefore we are unable to perform internal testing at this time. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Although heparin plasma is the specimen of choice in many laboratories, it represents a more complex specimen than serum. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that an bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "it is reported in beckman coulter study erroneous results were reported. Patient 3, new reagent and post calibration, repeat results: 846.56 14 of 25 additionally, (B)(6) 2020: bd tech (B)(4) spoke to customer (B)(6) from (B)(6) in (B)(4), - ¿I have some additional clarifications to your questions. 1st I have attached the lot numbers of the tubes used by the customer. The checkmark after the gold and in front of the lot # confirm the tubes known to be run on the investigated samples. The lot #¿s in black type are known to be in house at the clinic where the specimens from the ivf were most likely drawn. The handwritten blue lot #¿s or checkmarks after the lot # are lot #¿s in house. The samples were refrigerated 2-8 degrees manual rack or 2-8 degrees automation stock yard after running. #1 patient is a pst tube. The tubes are processed: mixed 10 times upon drawing, clot time for gold and red is 30 minutes and centrifuged. Sst and red tops at 10 minutes at 3655 and pst at 5 minutes at 3655, automation line spins at 3000 for 4, all swing centrifuges. (This information is still being confirmed and will send you an update as soon as I have one). Go is gold top tubes.¿ possible lot 9344006.

Event description:
It was reported that an bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "it is reported in beckman coulter study erroneous results were reported. Patient 3, new reagent and post calibration, repeat results: 846.56 14 of 25 additionally, (B)(6) 2020: bd tech robin strogen spoke to customer (B)(6) from beckman coulter in wo-01519983, - ¿I have some additional clarifications to your questions. ¿ 1st I have attached the lot numbers of the tubes used by the customer. The checkmark after the gold and in front of the lot # confirm the tubes known to be run on the investigated samples. The lot #¿s in black type are known to be in house at the clinic where the specimens from the ivf were most likely drawn. The handwritten blue lot #¿s or checkmarks after the lot # are lot #¿s in house. The samples were refrigerated 2-8 degrees manual rack or 2-8 degrees automation stock yard after running. #1 patient is a pst tube. The tubes are processed: mixed 10 times upon drawing, clot time for gold and red is 30 minutes and centrifuged. Sst and red tops at 10 minutes at 3655 and pst at 5 minutes at 3655, automation line spins at 3000 for 4, all swing centrifuges. (This information is still being confirmed and will send you an update as soon as I have one). Go is gold top tubes.¿ possible lot 9344006.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: d.3. Medical device manufacturer: becton, dickinson & co. ¿ broken bow, ne / 68822 d.4 medical device catalog #: 367962 d.4. Unique identifier (UDI) #:(B)(4) the customer provided this lot number as possibly involved. D.4. Medical device lot #: 9344006 d.4. Medical device expiration date: 2020-12-31 h.4. Device manufacture date: 2020-1-1 g.2 manufacturing location: becton, dickinson & co. ¿ broken bow, ne / 68822 g.5. PMA / 510(k)#: k945952

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd tube gave erroneous results. The following information was provided by the initial reporter: "it is reported in is (B)(4) study erroneous results were reported. Patient 3, new reagent and post calibration, repeat results: 846.56. 14 of 25. Verbiage received, "you will find a competed pir form for a complaint from (B)(4) regarding pst and sst tubes. Also the accompanying (B)(4) customer data and the ifus for the assays listed in the complaint.""